Event description:
It was reported that in 2007, a prefyx pre-pubic sling was implanted on this pt (weight is unk). In 2008, the pt reported that she began to leak urine 8-9 months post procedure. The physician scheduled a resling to take place in about 2 weeks later. During the procedure, the physician saw a sliver of the prefyx tape that he thought might erode into the urethra. He trimmed approx 2-3 mm of the tape. The physician felt that the tape may have migrated from the mid urethra towards the introitus which caused the sling to lose it's effectiveness. The physician was reported as saying "he may not have placed it [the sling] close enough to the bladder neck." The resling procedure was completed and the pt is fine.

Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history review was conducted and determined the last 3 lots shipped to the customer before the event date were 9605637, 9443223, and 9445509. A DHR review was conducted on each of the 3 lots; there were no issues noted. A lot history search was performed on each of the 3 lots; there were no complaints reported from any of the 3 lots. The february 2008 pre-pubic sling product family trending chart was reviewed; the product family does not show a negative trend.